Manufacturer narrative:
After battery installation unit gave an unexpected flashing white display followed by an unexpected intermittent beep alarm, problem isolated to pcba1. Unable to perform displacement, self test, sleep current measurement, active current measurement tests due to the display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had white screen with medtronic logo on it. The customer was assisted with troubleshooting. The customer stated that the display was solid white. The customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.